Manufacturer narrative:
Result of investigation: a vyaire service tech arrived on site replaced front panel on the unit all parts installed unit tested and calibrated unit is ready for use.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the vela ventilator touchscreen is not working. The customer confirmed that there was no patient involvement associated with the reported event.